Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 36 mg/dl. The customer stated that prior to the event, she was on her way home and backed into a guard rail where her car went up 3 feet and had to be rescued by paramedics. The customer also stated that she uses a quick-set infusion set and changed her infusion set 3 days before the event. The customer then stated that she had later received a motor error alarm. Nothing further was reported.